Manufacturer narrative:
Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failures and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for foreign matter on needle and for barrel damaged on this lot #. No non-conformances were raised in association with these types of events for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 20 bd insulin syringes with the bd ultra fine¿needles had foreign matter on the device cannula and product damage issues. The following information was provided by the initial reporter : when the nurse opened the product package red wool foreign matter was found on the tip of the needle and the barrel was deformed.